Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports six days after catheterization, small hole was found near inlet connection on venous end of catheter; it did not work normally and was substituted with another new one. (Catheter was removed and replaced).